Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during implant of the atrial lead, high impedance and noise was observed. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.